Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2021, the hospital was arranged to installed with epk-i7010 s/n: (B)(4); eg29-i10, s/n: (B)(4); ec38-i10f, s/n: (B)(4). During the installation, the main lamp appeared defect. The hospital wants to replace the processor. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the defect is aux lamp is on the defect happened before the procedure. No patient was involved. The engineer inspected and repaired the processor. The engineer replaced lamp power supply unit, e239-ac510.